Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep inquiring if there is a way to see when and why the ins tripped/showed eos at 2.62v. There was no intermittent short. It was reviewed that there was no issues seen with the ins. The patient parameter settings were high based on the longevity estimate. The high settings can have an effect on battery operation. The high settings dropped the battery voltage down to where the eos tripped and at that point, the ins output turns off because the battery is too low to function normally because of eos. Since the ins output was turned off due to eos, the ins battery was able to recover to 2.62 volts at the time of explant.

Manufacturer narrative:
H3. Analysis of the implantable neurostimulator (ins), s/n (B)(6), found the battery was near normal battery depletion and the output and telemetry were okay. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2020-02-27. It was reported the cause of the generator reaching eos at 2.62 was not determined.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the generator reached end of service and turned off at battery level of 2.62 volts. Unknown if any environmental/external/patient factors may have led to the issue. Diagnostics/troubleshooting involved an impedance check. All impedance values were within the normal limit. Interventions/actions included a generator replacement. The issue is reported to be resolved. The replacement generator had normal impedances. The generator is expected to be returned for analysis. No symptoms reported.